Event description:
It was reported that during follow-up, multiple stored episodes of noise were observed. No lead anomalies were noted on x-ray and all measurements were normal. Lead revision is planned. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.